Event description:
Caller reported that smoke appeared underneath the display of the compact plus meter when the meter was powered on. No adverse event was reported. A request was made for the return of the meter, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.